Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and an inappropriate treatment. The device was started up at 11:08:00 on (B)(6) 2024. At 21:40:25, an arrhythmia was detected. ECG shows sinus tachycardia @ 140 bpm degrading to vf with motion artifact. At 21:41:12, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:41:46, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity and motion artifact. Post shock rhythm was af @ 90 bpm with pvc for 10 seconds degrading to asystole for 11 seconds. The rhythm then transitions to sinus bradycardia @ 20 bpm. The electrode belt was disconnected at 23:05:39 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.